Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(6). During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was revised on 19nov2022. The reason for the revision is unknown.

Manufacturer narrative:
Per additional information, this event is no longer reportable. The device information was updated to the device that was explanted on (B)(6) 2023.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the ipg was replaced due to ipg nearing end of life. It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Event description:
Additional information received indicates that no surgical intervention took place on (B)(6) 2022.

Manufacturer narrative:
Per additional information no surgical intervention took place. As such, this device no longer meets the reportability criteria.